Event description:
A report was received that the patient possibly has an infection at the pocket site; the patient was examine by his primary care physician. The pocket site was red and warm to touch and the patient complained of soreness at the ipg site. The physician prescribed cephalexin 500 mg for 10 days and referred the patient to the pain clinic. The pain physician examined the patient and did not find anything. No other intervention was needed.